Manufacturer narrative:
This is the same pt and event as report # 9616680-2008-00149.

Event description:
In the framework of a clinical study, we rec'd a letter from the surgeon stating the following: primary surgery was in 2004. After six weeks, a cup migration was visible in the x-ray. The pt sensed no pain. Under mobilization without putting pressure on it the migration stopped. In 2007, a squeaking was mentioned. The pt still had no pain. As this was a problem for the pt, the surgeon decided to perform a revision of the head and the inlay at approximately 5 months later. The stem was not revised. Until now the pt is pain free under full mobilization.